Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. System tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a nurse called to report they had a non-recoverable fault 307 and now they are having a non-recoverable fault 319. Before calling intuitive technical support, they had already rebooted the system twice without success. The technical service engineer (tse) reviewed error logs and found error 319 pointing to universal surgical manipulator (usm)4 (acc board). The surgeon was continued the procedure with 3 usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) arm for failure analysis. The usm was tested with an in-house system and analyzed. The system logs confirmed the error fault. Usm was tested and failed due to a defective rolling loop fiber assembly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.